Event description:
It was reported that the patient slipped down about 3 feet on a little slide-down type of thing and was reading when all of the sudden the stimulation was in their leg.

Event description:
Additional follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and manufacturer¿s representative to resolve the issue. The patient had an appointmentscheduled for (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from the patient that reported they were still having concerns regarding their device or therapy but were working with their physician or a manufacturer¿s representative. An appointment date of (B)(6) 2013 was listed. It was also noted that the patient was ¿still working with the programs.¿ additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that about 3-4 days ago the patient was weeding and sat about 3 feet down and noticed that her stimulation moved to her leg area versus the vaginal area. Additional information has been requested and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va06mqx, implanted: (B)(6) 2013, product type lead. (B)(4).